Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found.

Event description:
It was reported that intra-operatively, the left ventricular (lv) lead impedance was high. The physician attempted the lead in several positions, but the impedance remained high. The doctor requested a new lead for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.